Manufacturer narrative:
Jin, chengyue, et al. (2022). "A case of twiddler's syndrome with a subcutaneous implantable cardioverter-defibrillator". Heart rhythm case reports 2022;8:596-597. Https://doi.org/10.1016/j.hrcr.2022.06.004.

Event description:
A 50-year-old male patient underwent subcutaneous implantable cardioverter defibrillator (s-ICD) implantation. Two weeks post implant, the s-ICD demonstrated appropriate function. Two weeks later, remote monitoring reported a shock. Interrogation demonstrated reduced r waves and shock impedance. There were no reported pre-shock symptoms; the patient was clapping his hands during the occurrence. Chest radiography revealed the lead dislodged, retracted, and coiled around the generator in the left lateral chest wall as compared to implant chest radiograph. The patient underwent lead revision and device replacement, and a 0 silk suture was placed at the tip of the lead to prevent future dislodgment. Twiddler's syndrome was the suspected cause of the dislodgment. No additional adverse patient effects were reported.